Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 145 mg/dl vs. Lab result of 99 mg/dl. Tests were done within 5 minutes with a difference of 45%. Patient did not experience any adverse events.